Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic that the customer experienced transmitter did not blink when connected to sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and customer reported that pump did not respond when the transmitter and sensor were connected. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7841zw was requested and customer response was the device will be returned. This case becomes not-reportable as there's no allegation of loss of communication between pump and transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic that the customer experienced no communication between pump and transmitter, led anomaly. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7841zw was requested and customer response was the device will be returned.